Manufacturer narrative:
The device was received. Investigation is no complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during performance verification testing at the user facility, the device delivered less than expected. The device was brought to the technical department for an unspecified reason. There were no reports of any adverse patients events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.